Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 359 mg/dl and 159 mg/dl. Readings occurred with two different vials of test strips from the same lot. No adverse event reported. Return of the suspect device was requested for evaluation.